Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076 implantable pacing lead implanted: 2009 (B)(6); product ID 0125 competitor implantable tachy lead implanted: 1996 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected due to high right atrial (ra) threshold values. In addition, the ra lead appeared to be dislodged in the atrium. The device and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.